Event description:
It was reported the cystonephrofiberscope had an air/water leakages or fluid invasion. The scope was sterilized without ethylene oxide (gas) cap (eto valve). There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.